Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The field service engineer (fse) confirmed the reported issue. The fse replaced the power management (pm) printed circuit board (pcb) to address the issue. The part was returned to the manufacturer for investigation: the root cause was identified to be a shorted c289 on the pm pcba generated the diagnostic code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during ventilator testing an error related to the backup alarm failure was found in the diagnostic log. The ventilator was not in use on a patient at the time of the event occurred.